Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that difficulty to remove the device occurred. The 70% stenosed target lesion was located in the mildly calcified renal artery that was at a 90-degree angle with the abdominal aorta. A non-boston scientific sheath was advanced to the opening of the renal artery. Pre-dilation was performed using a 4x20mm and a 5x20mm sterling mr balloon catheter. A 7.0mmx15mmx150cm express vascular sd stent was advanced to the lesion and the pressure pump was filled at 10 atmospheric pressure. The balloon was inflated well and the stent was in good shape. The pressure pump and balloon were removed from the stent. During retraction, it was noted that the stent balloon could not be retracted into the sheath. After repeated attempts, the balloon was pulled back to the femoral artery, in which it was cut and removed. There were no parts left inside the patient nor malfunction noticed on balloon during pre-dilation. The procedure was completed with the original device. No complications reported, and patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6 - impact codes: corrected to 'surgical intervention'.

Event description:
It was reported that difficulty to remove the device occurred. The 70% stenosed target lesion was located in the mildly calcified renal artery that was at a 90-degree angle with the abdominal aorta. A non-boston scientific sheath was advanced to the opening of the renal artery. Pre-dilation was performed using a 4x20mm and a 5x20mm sterling mr balloon catheter. A 7.0mmx15mmx150cm express vascular sd stent was advanced to the lesion and the pressure pump was filled at 10 atmospheric pressure. The balloon was inflated well and the stent was in good shape. The pressure pump and balloon were removed from the stent. During retraction, it was noted that the stent balloon could not be retracted into the sheath. After repeated attempts, the balloon was pulled back to the femoral artery, in which it was cut and removed. There were no parts left inside the patient nor malfunction noticed on balloon during pre-dilation. The procedure was completed with the original device. No complications reported, and patient status was stable. It was corrected that the balloon catheter was not cut. The balloon catheter was pulled back to the femoral artery. An incision to the right groin was performed to remove the balloon.